Manufacturer narrative:
The investigation into the high purge pressure and the thrombocytopenia issues have been completed since the original report was submitted. The pump was not returned for investigation the data logs were returned and investigated. There was a motor current spike followed by purge pressure high alarms ending with purge system blocked alarm. The data logs showed characteristics of biomaterial ingestion. Per the data log review, the root cause of the high purge pressure issue was most likely biomaterial. The root cause of the thrombocytopenia issue was not determined since the product was not returned and insufficient clinical information was provided. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 codes 4114 and 3233 were inadvertently omitted from the previously submitted report. The device was not returned and the investigation has been completed since the previous report.

Event description:
Upon review by abiomed's medical safety officer, the patient is on comfort care only and the doctor will not do anything more. There is not enough information to associate the use of the device with the patient¿s outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old male with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that a high-pressure alarm occurred while on support. It was reported that while on support, the patient developed heparin-induced thrombocytopenia (hit). The physician elected no intervention as the patient was placed on comfort measures only.